Event description:
Not working, no pressure no defects found. Repair order 98418 1216677-2022-00183 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint 2022-06-0000108 . Distribution history: this complaint unit was manufactured at csi on 05/01/2017 under wo #211866 and shipped on 05/11/2017. Manufacturing record review: DHR 211866 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98418, this unit was at csi on 5/12/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Correction and/or corrective action the unit was evaluated, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Not working, no pressure. No defects found. Repair order (B)(4). Wallach ultra freeze 900076 e-complaint-2022-06-0000108.